Event description:
It was reported that during an unknown procedure the hand switch did not activate. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for evaluation.